Manufacturer narrative:
Added: d6b patient-device interaction (peripheral arterial ischemia) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D6a added in error to initial report and has been removed.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The patient¿s comorbidities were not reported. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella cp support. During ongoing support, the patient was noted to have a mottled right lower extremity at the impella access site, and distal pulses were unable to be obtained, consistent with limb ischemia. The cause of the ischemia was not reported, and no further details regarding evaluation or interventions were provided. Additionally, hematuria was observed during support; however, no further clinical details, diagnostic evaluation, or interventions were reported regarding this finding. The patient remained on impella cp and ECMO support at the time of reporting.